Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker experienced pain. The implanted device was repositioned. The product remains in service. No additional adverse patient effects were reported.